Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced increased spasms in 2009. At the end of the month, the patient was taken to the hospital due to the increased spasms. The pump reservoir volume was measured; the expected volume was 3.6 ml; the actual volume was 3.0 ml. A catheter test was done, but showed no anomaly. One ml of drug was administered via the catheter access port which resulted in improvement of the spasms. The next day, a rotor test was done and showed no rotor rotation. The pump was replaced. The patient recovered.